Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8f swartz braided introducer sheath was received for evaluation. The sheath had been torn from the hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported sheath tare from hub remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, after transseptal puncture, a hole in the proximal extremity of the introducer was observed. The device was exchanged, and the procedure was completed with no adverse consequences for the patient. The needle was reshaped. It is unknown if the stylet was used.